Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt implanted on an unk date with plate and screws had x-rays on (B)(6) 2012 that showed five screws loose. Medical surgical intervention was needed on an unk date. It is known what the pt was revised to. This is 1 of 6 reports for this event.

Manufacturer narrative:
MFR date: august 2011. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.